Event description:
It was reported that the patient was having their battery replaced. Impedance testing was done before the replacement surgery and x-rays were taken. The following impedance measurements were noted: electrode 1 was 3400 ohms, electrode 2 was 4028 ohms, electrode 3 was 5254 ohms, electrode 4 was 3904 ohms, electrode 5 was 4028 ohms, electrode 6 was 4039 ohms, electrode 7 was 3872 ohms, electrode 14 was 4051 ohms, and electrode 15 was 4098 ohms. The impedances on electrodes 8 through 13 showed greater than 20,000 ohms. The battery and extensions were replaced and moved. All of these impedances used electrode 0 as a reference. The lead with electrodes 8 through 13 was placed subcutaneously for occipital stimulation. The patient had no complaints with it so the lead was left per the doctor¿s discretion. The patient was reprogrammed. The patient noted that their pain had been well controlled with their device. The battery and extensions were replaced and moved. The impedance issues did not resolve after replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For information regarding the replacement surgery and the patient's previous device please refer to manufacturer report # 3004209178 -2014-24047 and manufacturer report # 3004209178-2014-24060.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3998, lot# v575546, implanted: 2011 (B)(6); product type lead product ID 3708160,, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3550-39, lot# n234318, implanted: 2010 (B)(6); product type accessory product ID 3708120, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37712, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).